Event description:
A caller reported an issue with their continuous glucose monitor displaying an error message. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, which successfully resolved the error, allowing the caller to start their sensor session without further issues.